Manufacturer narrative:
G2: this event occurred in japan. See section e. H3, h6: the returned curved suction was analyzed. When connected to a known good system, it was not able to verify. The divot error displayed was 2.5mm to 2.6mm. It also appeared that one of the attachment pins had not been inserted correctly or had been removed and reinserted incorrectly. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the curved suction 70° tracker had deformed irregularities. No patient was present.